Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt stated they are scheduled to have the device removed on (B)(6), but stated they were told that they may be able to have their device reprogrammed so that it can be used to help treat pt's sciatic nerve problem (pain) that shots are not helping with. Pt stated they need an MRI scan because a CT scan is not covering enough. Pt stated they had a CT scan of their back and their managing hcp stated they can see the implanted system and they think it would be easy to remove. Agent reviewed indications for use. Pt confirmed sciatic nerve pain problem has been present since prior to getting the implant. Pt stated "it's kind of over where it is" so they thought their ins could help with their sciatic nerve pain but reported it didn't. Agent reviewed ins longevity and implant date. Pt stated they have had their ins turned off since maybe 2014 so pt thinks their ins battery may still be active. Agent redirected pt to hcp to check ins battery status. Pt stated they turned their ins off because they think it may have helped at first but then it seemed like pt did not need it anymore and pt reported the "buzzing" was bugging them. Pt stated they were not really having leakage and stated they think it was maybe more in their head. Pt stated when the toilet flushed and when the water was turned on pt could feel a little sensation like they had started to leak a little but stated they did not leak. Pt stated they did not want to take any medication that would dry them out more because they have dry eyes, dry sinuses and they are stuffy. Pt stated any medication for urgency was more drying for pt. When agent asked for event date pt stated they maybe stopped using the ins in 2014. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to rep per pt's request to contact pt.

Manufacturer narrative:
H10: review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that in (B)(6) 2020 the patient was requesting device removal in order to obtain an MRI for w/u of sciatica. Plan was to eventually remove the device once the coronavirus pandemic subsides. (B)(6) 2022, CT of abdomen and pelvis w/o contrast (indication lower abdominal pain): negative with incidental finding of electrode array traversing the left s3 sacral foramen where stimulating device is implanted in the right buttock. (B)(6) 2022, patient requesting removal of the device. MDR decision corrected to not reportable. No additional information received indicates reportable event.